Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported yesterday they changed from group c to group b. Patient stated when they were laying on their back (as instructed) while increasing the program's intensity and they felt vibrations in both legs, so they decreased the intensity to the point where they did not feel the vibrations. Patient stated then they went to church and could feel vibrations in their left leg around 10:30am, but later in the afternoon, the muscles in their inner thighs and just below their groin tightened up and were terribly painful. Patient stated then they changed the program from group b and back to group c. Patient reported they took aleve and tylenol last night and this morning the muscle pain was much less. On a scale of 1 to 10, patient stated last night it would not hurt at all when they were sitting, but when they got up and started to move it would go up to an 8-9 and then down to a 3-4 after moving around for awhile. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that the rep met with this patient last week, and there were no determinations as to why this happened, environmentally or otherwise. He said it was rather transient, and as was stated it ultimately went away after he switched back to his group c. He did not want to try anything close to group b again so rep reprogrammed and gave him a new group b which was closer to his group c which he tolerated just fine. As of now, it appears as though the issue has been resolved.